Manufacturer narrative:
On 2/6/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that replacements used on (B)(6) 2020 per additional information received were catalog number shpx-595; serial number (B)(4) on the right side and catalog number shpx-595; serial number (B)(4) on the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 25, 2020, mentor became aware that the devices were discarded. Hence, method code under field h6 has been updated to device discarded on this form. Also, mentor became aware that device information initially provided was incorrect. Hence, device, and serial numbers have been updated on this form. Serial number: (B)(6) is for the left side and (B)(6) is for the right side per financial reimbursement paperwork received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/15/2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 475cc mentor smooth round spectrum on both sides and was presented with right side deflation. Also, left side implant was reportedly losing volume. The issue was confirmed via mammogram on 2020. At the time of this report, mentor has received no information (B)(6) regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.